Event description:
On 9/9/97 rec'd notification from attorney that pt was a participant in outcomes study sponsored by ees. Review of documentation revealed no such pt participation. Ees counsel spoke to surgeon and confirmed pt participation in 11/97; however, pt's study documentation had become lost during an office move and was never submitted to ees. Pt, through her attorney, alleges add'l operation required due to nerve damage which occurred during 9/4/96 surgery. No problems were noted at the time of the procedure.